Event description:
It was reported that there was an alert on this pacemaker system for right ventricular (rv) lead pacing impedance measurements greater than 3000 ohms, which was out-of-range. Technical services (ts) analyzed the presenting electrogram (egm) and found that this resulted in a lead safety switch (lss) from bipolar to unipolar configuration. While in unipolar, there stored episodes of oversensing of myopotential noise. Ts provided troubleshooting including advising in-clinic testing and reprogramming options. No adverse patient effects were reported. Currently, this pacemaker system remains in service.